Event description:
Spindle/improper form: "filter formed a spindle shape and legs crossed. Follow-up film the next day showed dome had reformed into expected petal (umbrella) shape, legs remained crossed."